Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 438 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 70 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The sensor will be returned and pump will not be returned for analysis.